Manufacturer narrative:
The device was returned to the service center for an evaluation. The evaluation confirmed there was no image displayed using test 180 series endoscopes. The cause of the malfunction was due to a printed circuit board (dr) failure. Additionally, the receptacle board has a loose locking lever that will not properly retain the endoscope connector. Recommend upgrading the software to the current version. Minor cosmetic scratches to the front panel. The device was repaired and returned to the customer. A review of the device's repair history shows the device was purchased on march 8, 2015 and has had no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The clinical engineer at the user facility reported, during preparation for use, there was no image when using video cables for older generation type endoscopes while plugged into the evis exera iii video system. No patient involvement reported. The intended procedure was completed using another video system.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (no image) occurred due to the failure of the operational-amplifier of the dr-board. The investigation also identified that a design change was implemented to mitigate this issue. Products included within the design change of the dr-board have been manufactured since april 16, 2018. The subject device of this report was manufactured prior to the design change implementation.